Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on 03/09 the patient had a follow up check up and the lead exhibited elevated thresholds. On 06/20 the patient had another follow up and the lead exhibited loss of capture. The lead was explanted and replaced.